Event description:
It was reported that during a wedge resection procedure, the tissue pad was detached off. The fallen piece was found in the surgical drape. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.